Event description:
It was reported that the sitter select alarm model 8361 had a battery spring, battery door and volume button that is broken. No pt injury reported.

Manufacturer narrative:
Eval results: eval of the returned product found that battery door and housing was severly damaged. Unable to secure door, no power. Unit has residue on door indicating use of tape to secure battery door closed. Could be potential intermittent.